Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 1 year post implantation of a 29mm sapien 3 ultra resilia valve in the aortic position, a valve in valve with a 26mm sapien3 ultra resilia valve was performed due to severe valve stenosis. Placed patient on la/va-ECMO for procedure and kept patient on la/va ECMO after procedure to help take fluids off patient. Patient is a dialysis patient and the mid valve appeared under expanded. Patient symptoms before valve in valve was shortness of breath and unable to have his dialysis treatment without severe blood pressure drop during the treatment. Patient was short of breath and unable to have his dialysis treatment without severe blood pressure drop during.